Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: superficial damage to the outer silicone jacket and driveline wire damage. The evaluation of heartmate ii lvas, serial number (B)(6), identified a compromised driveline that could have resulted in pump stops and low speed events. A direct correlation between the device and the reported driveline infection could not be conclusively determined through this evaluation. (B)(6) was returned with the driveline cut into three portions: 1.5" from pump housing, 3.5" portion, 34" distal portion. The sealed inflow conduit (inlet tube, flex section, inflow elbow, and apical sewing ring) was returned. The sealed outflow graft, bend relief, and bend relief collar were returned attached to the outlet elbow, which was returned attached to the outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. An electrical continuity test of the returned portions of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced in this testing, even with the manipulation of the driveline. Small tears in the silastic were observed 13", 20", and 26" from metal connector. The silicone sleeve was removed, and the examination of the bionate revealed brown discoloration throughout the length of the driveline. The bionate was removed and areas with major shield breakdown were noted at 2.5, 5, 6.5, 20, 24, and 26" from the metal connector. Minor breakdown was noted from 12-16" from the metal connector. The shielding was removed, and visual examination of the underlying wires revealed discoloration 26¿ from the connector. Microscopic examination revealed breaches in the orange, green, and yellow wires on the 3.5" portion of the driveline, 4" from the pump housing. The returned portions of the driveline were submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test confirmed the current leakages in the insulation of the orange, green, and yellow wires of the driveline that would have resulted in an electrical short. No additional breaches were found in the remaining wires. The insulation breaches would have resulted in a pump stoppage if the exposed conductors of any wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the three wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The patient had a pet CT scan which showed an abscess on the driveline below the diaphragm. The hospital decided to explant all foreign material, and the heart mate ii was exchanged to a heart mate 3 on (B)(6) 2020. (B)(6) was returned for evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 18dec2012. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists driveline infection as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas instructions for use (IFU) advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The IFU and patient handbook contain information on how to care for the driveline. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous infection is reported under MFR #2916596-2020-04770. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020, patient had a driveline infection which was treated with antibiotics and surgical revision, the pet CT was performed and showed a superficial infection. On (B)(6) 2020 patient contacted the hospital and reported on pain in the stomach. A pet-CT was performed and showed an abscess on the driveline below the diaphragm. The hospital decides to explant all foreign material, and subsequently the heart mate ii was exchanged to a heart mate 3. The new driveline was tunneled to the contra lateral site. The old driveline exit site was treated with vacuum assisted drainage. Additional information states that pump was exchanged on (B)(6) 2020 and will be returning for evaluation.